Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited low impedance measurements along with high pacing threshold measurements. It was also reported that this ra lead had insulation damage. Attempts to obtained additional information were unsuccessful. This ra lead was surgically capped and replaced while the pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.